Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was unknown. On the same day as the onset, the patient was hospitalized. The patient was treated with vancomycin injection (2 grams, intraperitoneal, duration and frequency not reported) and gentamycin (20 milligrams, intraperitoneal, everyday and duration not reported). On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovered from the event. Action taken with pd therapy was not reported. No additional information is available.